Manufacturer narrative:
Qc was within the established ranges. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a lower than expected thyroglobulin antibody result generated by access 2 immunoassay analyzer for one patient's sample. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing on an alternate method produced results that were above the reference range for that method. There was no report of death, injury, or change to patient treatment attributed or connected to this event.